Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was also received with scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the display on the insulin pump had been going blank. Blood glucose value was 152 mg/dl. The customer explained that the display would go whenever he bumps the insulin pump and he had changed the battery and tightened the battery cap but the screen would still go blank. During troubleshooting, the customer stated that the battery cap was not damaged or corroded. He was advised that the insulin pump would be replaced and the he agreed to return the product for analysis.